Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed to charge its internal battery. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a ventilator failed to charge its internal battery. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. No detachable battery came with the device. The internal battery was observed charging and the fluctuation was observed with 84-92 %. The battery was replaced. The front enclosure, rear enclosure, top plate, handle and obm housing were cracked and were replaced. The preventive maintenance was performed. The device came up with universal porting block cleaned, setup and placed on run in. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation of battery failed to charge however the battery was replaced and the device passed final repair test.